Event description:
After an implantation period of approx. 104 months, it was reported that it was not possible to interrogate the device. The pacemaker was explanted.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the device was interrogated and the memory content was inspected. An interrogation of the device was properly feasible. The battery capacity was greater than 55 percent. The memory content of the device documented recurrent internal device resets since (B)(6) 2020 most likely resulting from invalid memory content. A further internal reset was triggered by the pacemaker on (B)(6) 2021. This reset apparently corrected the invalid memory area. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During the further course of the analysis the device was long-term stored at body temperature. No internal resets occurred, and the device was interrogatable without any problems. The pacemaker was subjected to a complete final acceptance test and proved to be fully functional. In particular the memory content was valid throughout the analysis. In conclusion, the clinical observation most likely resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. It cannot be excluded that external influences such as strong electromagnetic fields may have contributed to the clinical observation. There was no indication of a material or manufacturing problem.